Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred after the pump got wet at the beach. Customer's blood glucose (bg) level was 315 mg/dl. However, the customer stated the cause was due to being off the pump for a long period of time, prior to the malfunction, while at the beach. Customer stated bg level was not related to the malfunction. Customer addressed bg level by delivering a bolus. Reportedly, the customer had manual injections as alternate insulin therapy.